Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment. However, upon loading the stent onto the wire, it was noted that the stent was stripped from the balloon. The procedure was completed with a different device. No patient serious injury or adverse event were reported.